Event description:
It was reported that during photoselective vaporization of the prostate, after 13666 joules, the tip broke off in the patient. The tip was not retrieved. The procedure was completed using another fiber. There were no patient complications reported.